Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Console logs from the reported day of event are consistent with complaint and show that after 13 days of operation, console presented with placement signal not reliable alarm. Console was tested in danvers, but the issue was not reproduced, and console¿s optical system operated within specification. The pattern of optical signals recorded in aic logs is consistent with intermittent loss of light, due to malfunction of either lamp or optical bench electronics. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. While on support, the automated impella controller (aic) displayed placement signal not reliable alarm occurred. The audible alarm was turned off. Support was continued, and the patient was successfully weaned off the device.